Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge tubings were green in color. Customer's blood glucose level was 275 mg/dl. During a follow-up, the customer reported successfully resuming pump therapy.